Manufacturer narrative:
The product has not been returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shaft of two burs broke loose from plastic hub upon insertion in microdebrider. There was no patient impact.

Manufacturer narrative:
Device returned on 10/17/2016. (B)(6). Two un-sealed samples of the part number 1883672hs, from lot number 0211309182 were received for analysis. Evaluation indicated there was evidence of biological contaminants compacted in the diamond grit [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing the inner assembly spins freely by hand within the outer assembly. Visually, the tip was stretched outside of the outer tube support area indicating spiral wrap damage which would have resulted in the reported event. The amount the spiral wraps were stretched at the distal end was approximately 0.04¿ to 0.05¿ and the support area showed gouging which may indicate excess force. There was no detachment of any component and no separation ¿break.¿ the front hub spins on the outer tube and should be stationary which likely indicates excess torsional load. The information most likely indicates the device was improperly and / or aggressively used. The instructions for use contains the following statements that may be related to the event: bending or prying may break the accessory; do not use excessive force to pry or push bone with the attachment, tool or blade during dissection; a nd excessive pressure applied to bur may cause damage. (B)(4).

Manufacturer narrative:
UDI #: (B)(4). Date MFR. Rec: feb/20/2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.